Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported after a superficial femoral artery (sfa) treatment, the angio-seal device was attempted to be used for hemostasis. However, the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The assembly was pulled from and pushed into the artery several times; however, the backflow of blood was not observed at all. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 millimeters (mm). The event occurred intra-operative. No equipment or other devices were used with the angio-seal device.